Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This device was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Interrogation of the device determined it had undergone resets and that bradycardia therapy remained available. The device case was removed to facilitate inspection and testing of the internal components. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This device was successfully replaced and returned for analysis. No additional adverse patient effects were reported.